Event description:
A 2.5 mm diameter x 12 mm length endeavor mx2 drug-eluting coronary stent system was inserted into a pt for the treatment of an lad lesion. The vessel morphology was reported to be moderate calcification with 90% stenosis. The lesion was pre-dilated. It was reported that the endeavor drug-eluting stent delivery system was inserted and the stent was successfully deployed. The physician attempted to remove the delivery system and met with some resistance when bringing back into the guide catheter. After several minutes, the stent delivery system was successfully removed. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Results: (moderate calcification with 90% stenosis). Conclusions: (moderate calcification with 90% stenosis). Eval summary: medtronic has received the device and its analysis has been completed. A stopcock was attached to the luer. The catheter shaft was twisted and bent with a kink visible 19-20 cm distal from the strain relief, most likely as a result of handling during the procedure. The z component was located at the stop/dock joint. There is crystalline solution present in the balloon. The balloon has been deflated. The balloon was inspected with no abnormalities noted. A 0.014" floppy wire was loaded into the device through the catheter tip and exited out the z-component with no resistance noted.